Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp could not be secured due to a broken screw. There was no patient involvement.

Manufacturer narrative:
G2: this event occurred in japan, see section e. H3, h6: the receptacle cylinder had been broken from the returned clamp. As a result, the adjustment screw was no longer attached to the clamp face. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.